Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: blurry vision. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improvied - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). The customer is having symptoms pf blurry vision; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer pm non-fasting and produced test result of 233 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/18/2026 and open vial date is 3 days ago.